Event description:
The hcp reported that the patient passed away. The cause of death was unknown and the hcp requested the device be interrogated. It was later reported the toxicology screen results were still pending.

Event description:
Additional information received from the hcp indicated that the patient died from medication disorder. The patient was overintoxicated with the drug phenylvanlafaxine (effexor). The medication was not in the device. It had been ruled non-device related.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n159497, implanted: (B)(6) 2008. Product type: accessory: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the catheter revealed no significant anomaly, acceptable testing, catheter was incomplete, returned in segments.

Event description:
It was later reported that the patient was found dead on (B)(6) 2013 in residence during welfare check. The pump was explanted during autopsy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. (B)(4).